Event description:
Medical records were reviewed and indicated that the medical records from (B)(6) 2021 notes that the patient presented with pain in left knee. On (B)(6) 2021, the patient had a left total knee arthroplasty, internal fixation of a distal femoral fracture to address severe left arthritis with valgus with the complication of intraoperative distal femoral fracture. It was noted that while impacting collet of the femoral balancing tool, the wedge-shaped collet created an anterior cortical fracture of the osteoporotic femur. Depuy components, including depuy patella were used during this procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary device x-rays associated with this report were received for examination and found no evidence of device issue. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot no product lot nor product code or product name was provided for this ip, therefore, no rca could be confirmed. H10 additional narrative:

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for bone fracture - femoral, associated with severe valgus left knee arthritis. Event is serious and is considered moderate. There is a remote possibility that the event is related to device and is definitely related to procedure. Date of implantation: (B)(6) 2020, date of event (onset): (B)(6) 2021, (right knee). Treatment: orif of the left knee.